Event description:
The customer reported that the hf-resection electrode "plasmaloop", loop, medium, 24 fr., 12°-30°, esg turis broke inside the patient during an unspecified therapeutic procedure. The procedure took 2 hours and was prolonged due to searching for the broken loop and requiring another loop to finish the procedure, which directly correlated to additional anesthesia. The condition of the patient and outcome of the procedure were not impacted. There was no harm or user injury reported due to the event.

Event description:
Olympus received further information from the customer. The procedure performed was a transuretheral resection of bladder tumor. The procedure was prolonged by less than 30 minutes. The broken loop fell into the bladder and was retrieved via an endoscopic grasper. Please see update to f10.